Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. The customer was able to successfully turn the pump back on. Customer had elevated blood glucose levels (300 mg/dl). Customer brought bg levels to target range with an insulin pen.